Event description:
The needle came disconnected from the hub and remained stuck in the vein of the pt. The customer reports the wings were still attached and they were able to remove the needle from the pt with a needle removing device.